Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Dialyzer began leaking during patient's treatment from the "hansen" connection areas. Dialyzer did not leak during the priming set-up. The leak was visually observed. The clinic secretary stated that the estimated blood loss was less than 100 cc's. Patient had no ill effects. Sample is available.